Manufacturer narrative:
Result: fowler assembly.

Event description:
It was reported by service report that there was a broken weld on the fowler and litter, and the fowler was stuck in the upper position. It is unk if there was pt involvement or if there were adverse consequences to report.